Manufacturer narrative:
The instruments affected were reprocessed prior to use in patient procedures. The user facility stated an employee removed a loading rack from a sterilizer and pulled the cart backwards. The employee stated when he pushed the cart forward the front wheels did not lock into place causing the transfer carriage to become unstable and fall. The transfer carriage was damaged as a result of the reported event. A steris service technician arrived on-site, inspected the unit, and identified that the locking mechanism for the front wheels did not lock properly at the front of the transfer carriage as designed. The steris technician identified that the front wheels did not lock properly, likely due to improper maintenance by the user facility. The transfer carriage is not under steris service agreement and all maintenance is performed by the user facility. The atlas transfer carriage operator manual states the proper maintenance practices for the wheel assembly in section 4.2 of the manual. The steris service technician notified the user facility of the proper usage and maintenance requirements for the transfer carriage while on site. The transfer carriage subject of the reported event was removed from service at the user facility. The user facility has several additional atlas transfer carriages that are in use at the user facility. The steris service technician inspected the remaining transfer carriages located at the facility while on-site, and made adjustments as necessary. No additional issues have been reported with the transfer carriages in use at the user facility.

Event description:
The user facility reported their atlas transfer carriage became unstable and fell to the ground when transporting a loading rack. No injury, procedure delay, or cancellation was reported.